Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 3006705815-2019-03460. Related manufacturer reference number 1627487-2019-10250. It was reported that the patient was experiencing a decline in device effectiveness. Surgical intervention occurred to explant the device and replace it with a another manufacturers. Surgery addressed the issue.